Event description:
On (B)(6) 2013, it was reported that the pump emitted multiple loss of prime alarms. The reporter was unable to troubleshoot during the call. It was reported cold insulin was used to fill the insulin cartridge and the insulin cartridges were manually primed by hand. It was reported there was no trauma, damage or extreme temperature changes experienced by the pump prior to the issue. The reporter was advised to follow the user guide¿s instruction to use room temperature insulin to fill insulin cartridges and to follow the priming steps on the pump. The reporter was instructed to use an insulin cartridge from a different box and to contact animas with any further issue. This complaint is being reported because the alleged issue was not resolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/06/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/14/2014 with the following findings:the complaint could not be duplicated with investigation. A review of the pumps black box data revealed a loss of prime. The pump successfully completed the prime sequence and was exercised for 24 hours without alarming. The pump¿s force sensor was found to be properly calibrated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.